Event description:
The user facility reported a system 1e leak. No injuries were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician inspected the device and was unable to duplicate the reported event. The technician reviewed the cycle printout tape and saw no error message(s) that would indicate a leak occurred. The technician noted the drain hose was located in the stand pipe and explained to the customer that, if the device is moved, the drain pipe will disconnect, resulting in water leak. The unit was tested, confirmed operational and returned to service.